Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #2) used to treat the patient. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh and unspecified bard/davol ventralex st (device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2) and had unspecified injuries . The patient is making a claim for an adverse patient outcome against the two (2) ventralex st (device #1 and device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #2) used to treat the patient. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product catalog no., UDI no, expiry date, corporate lot no.), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st (device 2). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device 1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh and unspecified bard/davol ventralex st (device #1). (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2) and had unspecified injuries. The patient is making a claim for an adverse patient outcome against the two (2) ventralex st (device #1 and device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2017 ¿ patient was diagnosed with large right indirect inguinal hernia; periumbilical incisional hernia thereby underwent laparoscopic repair with the implant of bard soft mesh (right - device 1) and open repair with the implant of ventralex st mesh (device 2). Per op notes, ¿a large indirect right inguinal hernia was noted. A bard soft mesh (device 1) was placed int o defect using tacks. On umbilicus, a medium ventralex st mesh (device 2) was placed against abdominal wall using sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent periumbilical hernia thereby underwent open repair with the removal of mesh (device 2) and implant of ventralex st mesh (device 3). Per op notes, ¿adhesions to abdominal wall was cleared. The previous mesh (device 2) had folded over into ball was dissected off. A large ventralex st mesh (device 3) was placed into defect and closed using sutures.¿